Event description:
The manufacturer service technician reported that the device was missing chips from the color band while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional mfg narrative: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device was missing chips from the color band while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.